Manufacturer narrative:
Approximate age of device ¿ 3 years. The pump remains in use supporting the patient; however, the replaced portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2015. It was reported that on (B)(6) 2018, the system controller history interrogation performed by the hospital clinician during the patient¿s clinic visit revealed a low speed advisory and pump stoppages. The patient stated that while lying down to change the driveline dressing the alarm occurred. The lvad was connected to the power module at the time of the alarm. The alarm resolved when the patient sat up. The submitted log file was reviewed by the manufacturer¿s technical services representative and the low speed alarm and pump stoppage while the lvad was connected to the power module was confirmed. This type of behavior has been linked to potential issues with the percutaneous lead (driveline). These issues only appear to be occurring while the lvad is connected to the power module. Prior to and after the event the patient connected the lvad to batteries so the short to shield would not occur. On (B)(6) 2018, the manufacturer¿s technical services representatives replaced the entire external portion of the driveline with no issues. The patient was placed on a grounded power module patient cable after the driveline replacement and the alarms did not return.

Manufacturer narrative:
Although the reported pump stop event was confirmed via the submitted log file, the cause could not be conclusively determined during the evaluation of the returned driveline. An approximately 19" segment of the replaced percutaneous lead (driveline) was returned for evaluation. Examination of the driveline found some shield breakdown approximately 2.5" from the system controller connector but no insulation damage was found. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains ongoing on vad support and no further issues have been reported following the repair. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.